Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is being considered for a revision for unknown reasons.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for this product and lot were reviewed and found no deviations or abnormalities. This device is used for treatment. A product history search was conducted for this part and lot number combination and found no additional complaints. The nexgen cr, ps, cra, lps, and lcck insert states ¿wear debris can initiate osteolysis which may result in loosening of the implant.¿ per the EU nexgencr risk management file, ¿deterioration of the device due to the articular surface based on cold flow, cracking or excessive wear¿ may result in patient pain or revision surgery. There is not enough information to determine a definitive root cause at this time.